Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. It is unknown if the device is available for return.

Event description:
During preparation for a medical procedure, the hospital technician found that the dilator of the neuron max 6f 088 long sheath (neuron max) was kinked upon removal from the packaging. The damage to the neuron max was found prior to use and herefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.